Manufacturer narrative:
Performed visual of photos provided by user. Performed review of device record. Cannot corralte to mfg process.

Event description:
Upon visual exam prior to implant it was noted that all of the support section came off the graft and crimped. Part of of the graft shrank as a result. The surgeon elected to proceed with the case and implanted the unsupported graft. The pt status was not available at time of report.